Event description:
On (B)(6) 2012 an acumed acu-loc 2 vdr plt std r was implanted in a patient. The patient returned post implantation complaining of tenosynovitis. The surgeon is questioning if this is due to the implant material or improper plate placement.

Manufacturer narrative:
Method: x-rays were provided by the initial reporter and examined.